Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not working properly. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen that was not working properly. Onsite service was requested.

Manufacturer narrative:
The touchscreen was returned to philips for evaluation. The technician documented the following conclusion/root cause, "product investigation lab (pil) is unable to confirm the complaint that the touch screen not functioning properly. The touch screen flex circuit passed all resistance testing of test #1."

Manufacturer narrative:
H10: a philips service engineer (se) reported that the touchscreen was replaced. The system meets the specification for the performed service and is returned to use. This concludes the investigation. If additional information becomes available, a follow up report will be submitted.